Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to pocket heating while recharging. Reportedly, the patient stopped charging their system a year ago due to the issue. As a result, the ipg is inoperable. Surgical intervention is pending to address the issues.